Event description:
Reporter alleged having a discrepant blood glucose value of 282 mg/dl on their aviva system compared to a doctors measurement of 87 mg/dl when testing was performed 1 minute apart. Reporter stated she was having high readings on the aviva system but was not experiencing any hyperglycemic symptoms at the time so she went to the doctor as a result. No actions were taken or treatment reportedly received. A request was made for the return of the suspect product however no product will be returned.